Event description:
The user facility reported that a system 1e processor hose separated, resulting in water leakage. User facility personnel shut off the water supply and cleaned up the water. No injuries, procedural delays or cancellations reported.

Manufacturer narrative:
The user facility repaired the disconnected hose by reattaching and slipping the hose over the barb fitting and securing with a worm clamp. A steris service technician went on-site and found the connection was tight and secure and confirmed the unit was operational. Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems ((B)(4)).